Event description:
The patient was suffering from pain post surgery. After examination, surgeon suspected infection and also a crack in the implant was detected. Due to infection, the revision surgery was unavoidable and during revision surgery while removing the stem, it broke into two pieces. Revision surgery date: (B)(6) 2016

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.